Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed and analysis, along with performance data collected from the device, revealed normal depletion; meeting 80% of expected longevity. The battery voltage was pre/approaching eri (elective replacement indicator). Weekly battery voltage trend data in save to disk (B)(4) shows battery equals 2.74 to 2.64 volts between (B)(6)-2011 and (B)(6)-2011, is just before device rrt (recommended replacement time) less than equal to 2.62 volt.

Event description:
It was reported that the device may have had premature battery depletion. The device had been programmed at high output due to patient physiology; the device was explanted and replaced. No patient complications have been reported as a result of this event.